Event description:
Bedside monitor has ability to select monitor and alarm a parameter that does not exist. Monitor can be changed from heart rate to pulse mode even when no pulse source exists. Monitoring device does not give clear indication that all heart rate arrhythmia alarms have been disabled. Pt can become bradycardic or heart can stop with no alarm or notification to staff. This is unacceptable in an intensive care environment.